Manufacturer narrative:
A segment of the percutaneous lead was returned only. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that patient presented to clinic with a driveline fault. Patient was on controller pc-41976 with the first set of log files downloaded, then changed to pcx-17147. The site completed the driveline disconnects and sent x-rays . After getting the x-ray, the alarm re-occurred. Patient had no obvious signs of driveline damage, but had tape on driveline roughly 5 inches down due to tears in the casing. It was noted that the original event controller contained multiple yellow wrench alarms associated with driveline fault alarms. The current pcx controller also contained the same alarms. There were similarities in the monitoring values that lead to believe these alarms were authentic. The x-rays submitted for review did not contain any obvious areas of concern. It was stated that patient had tape on driveline due to cosmetic tears in casing only. Patient was asymptomatic. On 09apr2021, company representative arrived on-site for external percutaneous lead repair. The percutaneous lead replacement was performed approximately 3 inches from exit site. It was determined that there was a broken brown wire internally within the driveline. The repair was not successful, due to a broken brown wire internally. The clinical staff was working on a treatment plan. The patient underwent a pump exchange on (B)(6) 2021. Patient received another hm ii (heartmate ii) and was doing very well.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline fault alarms. Based on complaint history and similarly reported events, driveline fault alarms observed in the submitted log files are consistent with damage to one or more wire¿s; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2021 at 6:37:01 to (B)(6) 2021 at 14:17:15. The pump speed was set at 9200 rpm with a low speed limit of 8800 rpm. The entirety of the captured data from (B)(6) 2021 at 6:37:01 to (B)(6) 2021 at 12:45:43 contained driveline fault alarms, totaling in 240 alarms. These alarms corresponded to yellow wrench advisory alarms and occurred while the patient was connected to both battery and mpu. The driveline faults appeared to be due to an issue with phase b (black and brown wires). The system controller was exchanged at (B)(6) 2021 at 12:48:31 and the driveline fault alarms reoccurred at 12:51:27 and 14:17:15. The pump operated above the low speed limit for the duration of the captured data. A distal end driveline repair was performed by technical service representatives on 09apr2021. Approximately 18¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The outer silicone sleeve was removed, and examination of the bionate was unremarkable. The bionate was removed, and examination of the shielding revealed multiple areas of shield breakdown along the length of the driveline. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Per additional information received from the vad coordinator, the patient underwent pump exchange on (B)(6) 2021; however, the heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02apr2014. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook document 10006962, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.